Event description:
Ous MDR - after an implantation period of approx. 43 months oversensing was reported. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available trend curves demonstrated varying pacing impedance between 200 and 650 ohms from (B)(6) 2016. Furthermore the shock lead integrity trends of both shock coils showed stable values around 480 ohms between (B)(6) 2016 with one decrease under 200 ohms in (B)(6) 2016. Subsequently the provided iegms were investigated revealing noise on the ventricular channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.